Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery problem / will not charge / will not power up monitor) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.

Event description:
A (B)(6) female pt's son contacted zoll customer support to report that the pt's battery charger shows a battery problem every time battery pack sn (B)(4) is placed on the charger and will not charge. The pt's son also reports that the battery will not power up the monitor. The pt was issued a replacement battery pack.